Event description:
The report from the affiliate indicated that they opened a product carton for a stent delivery system, and inserted the device inside the carton into the pt. However, prior to deployment of the device, it was noted that the device and inner pouch were labeled as 3980pps. They therefore removed the device from the pt without deploying it, and used a second pg3990pps successfully. No pt impact. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional info will be submitted within 30 days of receipt.